Manufacturer narrative:
D9 - supplemental info received states devices were returned to the MFR after removal surgery; however, dow corning has no record of receipt of these devices.

Event description:
Patient alleges having pneumonia and bronchitis for weeks at a time, lymph nodes on her neck, she developed shingles which affected her head and back from the top of her head to her eyes, she was in pain, she developed gallstones, had bladder problems, she has back pain, abdominal pain, asthma attacks, heavy cough and a CT scan revealed ruptured implant and a spot on her lungs.